Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier jaws do not open and close properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have (1) bent grip, causing them to be misaligned. The offset at the tips was 0.21 mm. The grips were not found to be cracked. Additional observation(s) related to customer complaint: the instrument was put in housing-system for #clip test# and failed. Root cause is attributed to bent grip-tips.